Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl. Customer stated that she had a high blood glucose of 486 mg/dl and discontinued use of insulin pump due to button error and blood glucose went low after treated with manual injection. The customer passed out twice. The customer was treated in the hospital for low blood glucose and treated with food for the low blood glucose reading of 73 mg/dl. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Customer also reported to have received a button error alarm during bolus delivery. Troubleshooting was performed and confirmed that the time was advancing and there is no significant event leading to button error was observed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08720 inches. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at the display window corners, reservoir tube lip and battery tube threads. Unit received with missing end cap sticker. Unit received with minor scratched display window and case.